Event description:
It was reported that customer was hospitalized for high blood glucose and lost his battery cap to the insulin pump. Customer's symptom was trouble breathing. Blood glucose level was 275 mg/dl at time of emergency call. Unable to trouble shoot the insulin pump until customer receives battery cap. Customer's current blood glucose level was 337 mg/dl and has treated with manual injection. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.